Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that during preparation and upon opening the package of the 3.5x48mm xience pro drug-eluting stent (des), the stent was dislodged. An unspecified device was used to complete the procedure. There was no device use or patient involvement, and no clinically significant delay in the procedure. No additional information was provided.